Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated ¿it hurts all the time¿ and clarified their stimulation was painful since 2019, about 3 weeks ago. The patient had tried to adjust the stimulation down, but it had not helped, they either felt nothing or it was painful. The patient also reported they were feeling stimulation near the ¿right kidney.¿ the patient reported having a fall on the left side of their body, opposite of the ins and had the painful stimulation since then. The patient stated the stimulation was still painful even after adjusting to program 1 and they were feeling it near their right kidney. The patient was advised to turn their stimulation off until they could consult with their healthcare provider. The patient noted an appointment on (B)(6) 2019. No further complications were reported.